Event description:
Tech alleged that the brake was not holding at the head end of the stretcher.

Manufacturer narrative:
Tech replaced the weldment at the head end of the stretcher, the brake/steer pedal, and the hex rod, and simms screw to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.